Manufacturer narrative:
Troubleshooting was performed by the customer before she called and the customer indicated that the suction was still low. A replacement breast pump was sent to the customer. During follow up with the customer on (B)(4)2017, she reported that she began using the 27mm breast shields when she got the pump in may. She used them with her both her freestyle and pump in style for 2 weeks before going consulting a healthcare professional, at which time she told her that the shields were too small and told to order the 30mm shields. At that point, her nipples were bruised and cracking. The customer also reported that she had mastitis and was treated with an antibiotic. A medela clinician has made mutiple attempts to reach the customer but has not received a response. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that she has low suction with her freestyle breast pump when double pumping. She has multiple sets of spare parts and indicated that the issue is present when using all of them. The customer indicated that she went through troubleshooting prior to calling and did not see any damage to the parts. She reported that she was trying the 27mm breast shields to see if they were a better fit and they were causing her pain and bruising.